Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the healthcare provider, it was learned that the device was explanted due to a sizing issue.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.6 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. The operative report was provided. Per the op report, "the patient tolerated the procedure quite nicely."the patient expired after an implant duration of 1.67 months.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.